Event description:
Device=versajet plus hydrosurgery handpiece. About halfway through the procedure the device started to spray nacl (saline) across the room. A new hand piece was opened and used without incidence. The versajet was used to debride the ulceration to a healthy base.this is a disposable hand piece device that was defective. Once a new hand piece was obtained, the procedure continued uneventfully and there was no harm to the patient. There was a slight delay in procedure while obtaining a new device. Per or the hand piece defect will be reported to the company. ====================== health professional's impression============================================ manufacturer response for versajet plus hydrosurgery handpiece, verajet plus hydrosurgery handpiece======================they are coming to pick up the device but up to today they have not done so.